Event description:
A pacesetter set screw wrench (without a break-away notch) broke in the header screw of a cpi prizm-dr generator. The physicians were re-inserting the lead wire into the ICD can after performing a lead revision for the pt. While tightening the set screw, the wrench snapped off. In order for the lead wire to be released, the header was cracked open to release the lead so that the wire could be attached to a new ICD can. Old prizm device mn 1851. Pacesetter set screw wrench.